Event description:
It was reported that (1) device was used during a sub total gastrectomy. It was reported by the affiliate that the tvc55 instrument knob would not move (locked out). Another instrument was used to complete the case. There was no consequence to the patient.